Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: persona stemmed tibial component, catalog # 42532007102, lot # 62491498; persona articular surface cr right, catalog # 42522000518, lot # 62464378; persona all poly patella, catalog # 42540000035, lot # 62445407; headless trocar drill pin, catalog # 00590102000, lot # 00590102000; distal drill/pilot tip, catalog # 47225503332, lot # 62379291; drill 2.5mm, catalog # 47430904601, lot # 62558527. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It was reported that multiple devices were used during the procedure and may have caused or contributed to the adverse event. Zimmer biomet requested additional information on these devices from customer; however, a response has not yet been received. If this information becomes available, a supplemental MDR will be submitted. Customer has indicated that the product will not be returned as it remains implanted to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 3 years ago has been experiencing pain and loosening. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.